Event description:
The phlebotomist attached the transfer unit to a syringe of blood. The blood from the syringe was to be transferred to the blood culture bottles. The hub of the transfer unit was cracked and the vacuum of the bottle caused the blood to spew on phlebotomist, patient room etc. When the phlebotomist tried to remove the transfer unit from the syringe, the entire hub broke making it impossible for transfer.